Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. Technical services (ts) was consulted and stated there was no evidence of a lead fracture, since no noise or out of range impedance measurements were seen. Ts did notice there were high capture thresholds. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead exhibited loss of capture (loc) due to fractured. Subsequently, reprograming was performed to obtain left ventricular (lv) lead pacing only. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field.this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Updated f10: device codes. Updated b5 describe event or problem with additional information received from the field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. Technical services (ts) was consulted and stated there was no evidence of a lead fracture, since no noise or out of range impedance measurements were seen. Ts did notice there were high capture thresholds. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead exhibited loss of capture (loc) due to fractured. Subsequently, reprograming was performed to obtain left ventricular (lv) lead pacing only. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. Technical services (ts) was consulted and stated there was no evidence of a lead fracture, since no noise or out of range impedance measurements were seen. Ts did notice there were high capture thresholds. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead exhibited loss of capture (loc) due to fractured. Subsequently, reprograming was performed to obtain left ventricular (lv) lead pacing only. No adverse patient effects were reported.